Manufacturer narrative:
Facility will not release any further information. Facility does not know which serial # of the handpiece or lot # of the oscillator blade that were used. Facility stated there was no product problem and device functioned properly, therefore, they did not keep track of the serial and or lot #. Handpiece remains in use at facility. No serial # provided, unable to look up manufacturing date. Evaluation results: no product returned for evaluation, no serial number provided. According to surgeon and reporter, the device functioned properly during the surgery and nothing unusual occurred with the device that would attribute to the injury - accidentally nicked popliteal artery. Patient outcome is unknown. A 2-year review of complaint history shows no serious injuries associated with the use of this device. Device was not returned.

Event description:
During a total knee replacement (tkr) on a female, the popliteal artery was inadvertently nicked. This was observed almost at the end of the procedure when the tourniquet was removed. A vascular surgeon was called in to repair the artery. It was reported that there was nothing unusual or out of the ordinary with any of the equipment/devices used during the entire case. No product problem reported. Present status of patient is unknown, as no further information will be released by the facility.